Event description:
(B)(4). In (B)(6) 2013, I got the essure implanted in me. Worst decision I have ever made. I been having on going dizziness, headaches, blurry vision, pain while inner corse, fatigue, leg pains, lower back pains and just over all my health just went down hill ever since I got this procedure done.